Event description:
During an implant procedure, variable morphology scoring were observed on the device. The device was successfully implanted and no further intervention has been performed at this time. The patient is stable with no consequences and will continue to be monitored.